Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified air coming from the buffer syringe and the reference solution line. The fse replaced the buffer valves and the solenoid valve to resolve the issue. The fse performed ise calibration, precision, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported, obtaining one (1) high patient results for sodium (na) on their au480 clinical chemistry analyzer. The customer reported, the initial high result out of the laboratory. However, when repeated the patient sample, the result was amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for this patient.